Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and the company representative who reported the actions and interventions taken to resolve the stopped pump was that the patient doesn¿t realize there is a second verification stage and removes the communicator before it¿s complete. Device troubleshooting was discussed to start pump again; simply re-interrogate, follow all usual steps through to final screen, and update pump (ensuring it fully updates). Once complete re-interrogate once again, to make sure there are no alerts present. As a final triple-check, the doctor gave the patient a small single bolus, and waited until the bolus is administered to re-interrogate the pump, with either the clinician programmer or the patient¿s ptm. It was noted that in the event that the pump has been stopped for longer than 48 hours, (180h), they recommended a motor study to the physician to ensure its fully recovered. Per the attachment a pump memory error had occurred. The stopped pump had been resolved. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-nov-22 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient saw code 99 on their personal therapy manager (ptm), indicative of a stopped pump. The representative was to contact the physician. No patient symptoms were reported and no further complications were reported or anticipated.